Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pocket revision after a dime size wound was discovered over the device pocket. Implantable cardioverter defibrillator erosion was noted. The physician also noted the pocket appeared infected. On (B)(6) 2018, debridement was performed and the device was reused. The patient was stable and received antibiotics.